Event description:
A health care professional reported that edge of the probe tip was broken before surgery (procedure type unknown). The surgery was completed by replacing it with a new product. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d4. Lot number of suspect product was updated to unknown. The manufacturer internal reference number is: (B)(4).